Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for several samples tested with the sodium electrode on a cobas 6000 c501 module. The customer provided an example of one patient sample with discrepant sodium results. The sample initially resulted in a sodium value of 170 mmol/l and it repeated as 138 mmol/l.

Manufacturer narrative:
The field service engineer exchanged the rinse tube assembly due to a leak. The cuvette water levels were checked and adjusted. The last replacement of the rinse unit tubing was in (B)(6) 2020. The rinse unit tubing should replaced normally every 3 years. The investigation determined the service actions resolved the issue.